Manufacturer narrative:
(B)(6).

Event description:
It was reported that inadvertent deployment occurred. A 6 x 120 x 120 epic vascular stent was selected to treat the lesion. However, when the stent was opened, a malfunctioned tip was noted. The device was already deployed and never touched the patient. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address (B)(6). Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 9mm from the distal end of the middle sheath. The sheath is kinked 10.1cm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The yellow lock is still on the rack. The distal end of the middle sheath appears to have moved proximally because it is no longer sitting over the proximal end of the tip.

Event description:
It was reported that inadvertent deployment occurred. A 6 x 120 x 120 epic vascular stent was selected to treat the lesion. However, when the stent was opened, a malfunctioned tip was noted. The device was already deployed and never touched the patient. The procedure was completed using a different device. No patient complications were reported.